Event description:
It was intended to use an resolute integrity 2.25 x 14 mm rx drug eluting stent to treat a 14 mm moderately calcified and slightly tortuous lesion. The device was removed from the packaging and inspected with no issues identified. However, negative prep was not performed on the device. It is reported that after deployment of the device, difficulties were experienced removing the balloon from the stent. The calcified nature of the vessel may have contributed to the removal difficulties encountered. The device remains in the patient with no complications reported.

Event description:
Additional information: lesion location was the lad vessel which had 40% stenosis. Negative prep had been performed. No resistance was noted during advancement of the device. The balloon and non-medtronic guidewire were removed from the vessel and off the wire as a single entity.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). No results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: device failure related to patient condition (lesion morphology). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).